Event description:
The customer called for help with her contour meter. While troubleshooting, she performed a control test and received a result of 227 mg/dl. The normal control range was 108-150 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.